Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-05503 and 3005099803-2012-05504. It was reported to boston scientific corporation that two wallflex enteral colonic stents were implanted within the ascending colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for palliative treatment of a stenosis caused by large intestine malignancy. No abnormalities were reported with the devices. The patient was not taking any medications or undergoing any treatments prior to this event. During the procedure, a wallflex enteral colonic stent (manufacturer report # 3005099803-2012-05503) was implanted on the proximal side (against anus) of the target site accidentally. Therefore, a second wallflex enteral colonic stent (manufacturer report # 3005099803-2012-05504) was placed to overlap the first stent on the distal side of the stricture. On (B)(6), 2012, two days following the stent placement, the patient complained of a stomach ache. It was confirmed through a blood examination that the patient's condition had changed since the stents were implanted. Subsequently, a CT scan was performed and the physician observed free air within the area of the hepatic flexure from the ascending colon. The physician concluded that a perforation may have occurred. Additionally, it was confirmed under CT that the first stent (manufacturer report # 3005099803-2012-05503) had migrated from the ascending colon to the transverse colon. The patient underwent "conservative medical management" (non-eating and drinking) for approximately 10 days until the patient was able to eat food again. In the physician's assessment, the migration of the first stent may have caused additional tension in the area around the hepatic flexure. The physician believes that the perforation may have occurred by the distal end of the first stent or the proximal end of the second stent. The patient is reported to be under follow-up. According to the physician, the patient was able to eat food after 10 days of "conservative medical management;" however, the patient is currently unable to eat food due to carcinomatous peritonitis.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.